Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a corneal edema and a low vault. The lens remains implanted. Medication was prescribed, "muro 128". Reportedly, "cleared up". The cause of the event was reported as unknown.

Manufacturer narrative:
H11- manufacturer narrative: corneal edema is identified in the labeling as a known potential adverse event following icl implantation. H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim# (B)(4).